Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 507 (mg/dl) and diabetic ketoacidosis. Reportedly, the customer believes there was an issue with the infusion site. The customer was released (B)(6) 2016 with "good" bg levels. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided.